Manufacturer narrative:
Device evaluated by MFR: a complete balloon circumferential tear was evident with the returned device. The circumferential tear in the balloon was located over the distal markerband. Although the balloon was fully bonded on at its proximal and distal ends, there was a section of the balloon material that was missing/detached. No other tears or damage were noted with this section of the balloon material. An examination of the proximal and distal markerbands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Complaint was originally assessed reportable for the q4 2015 asr, however, this is now reportable based on investigation results approved on 27apr2016. It was reported that balloon rupture occurred. The target lesion was located in the calcified pulmonary artery. A 14-2/5.8/75 xxl¿ vascular balloon catheter was advanced for dilation. However, on the first inflation at 7 atmospheres, the balloon ruptured. The device was completely removed by pulling out the catheter. No patient complications were reported and the patient's status was stable.